Event description:
Upon placement of valve it was noticed that the large part of the valve (connector) was not attached to the part that is placed on the hub of the tracheostomy tube. When pulling hte valve off, the connector of the valve stayed on the hub of the tube and the main part was separated. Event occurred immediately after removing valve from package. No pt injury was reported.